Event description:
During an idiopathic ventricular tachycardia procedure, it was reported that after ablation, the patient went hypotensive and a pericardiocentesis was performed. The patient went to surgery. Multiple attempts have been made to obtain additional information on the event. However, no further information has been made available.

Manufacturer narrative:
On march 24th, received additional information from bwi representative stating that the patient required hospitalization and the outcome was a full recovery. The physician's opinion regarding the causality of this adverse event is possible procedure related. (B)(4).

Manufacturer narrative:
Manufacturer's reference # (B)(4). During an idiopathic ventricular tachycardia procedure, it was reported that after ablation, the patient went hypotensive and a pericardiocentesis was performed. The patient went to surgery. The returned device was visually inspected and found in good physical conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, a deflection test was performed and the catheter passed. Finally, the eeprom was intended to be read, however it was found corrupted since the eeprom did not showed any value. All the catheters are tested for calibration before packaging. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Therefore, it remains unknown the root cause of the corrupted eeprom. In addition, this is not related with the cardiac perforation. The catheter failed on calibration, but the root cause of the cardiac perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
A) concomitant bwi products: carto 3 system: us catalog # fg540000, serial # (B)(4). Stockert 70 rf generator: us catalog # s7001, serial # (B)(4). B) the device has been disposed by the customer however, as the lot # 16053759m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).